Event description:
The representative reported that the patient had turned stimulation therapy on and had fallen to the floor. The patient was seen in the ER; he had no movement or motor function in his lower extremities, there was complete paraplegia. The representative had checked the ins in 2008; settings were deemed normal. Impedance readings were not obtained; the hcp had not wanted the scs system turned on. Results from CT scan had shown two percutaneous leads located in the epidural space; no swelling had been detected. An MRI exam and CT myelogram were anticipated; it was unknown if the system would be removed. Additional information has been requested from the physician. Refer to MFR report #6000153-2008-00459.